Event description:
The customer reported that the system exhibited a control panel error. Further information was received from the fse indicating that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The generator interface pcb was also replaced during the service event. The system was tested and found to be working as intended and returned to service.